Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was isolated to and extra washer in one of the rear therapy electrodes, causing an open pulse wire connection between the therapy electrodes. The root cause for the extra washer could not be positively identified. No adverse event resulted from the damaged belt.